Manufacturer narrative:
The manufacturer previously reported a patient passed away while on a trilogy device. The ventilator was returned to the manufacturer's quality assurance laboratory for evaluation. The device passed all testing and was found to operate and alarm as designed. The ventilator's downloaded event logs were reviewed by the manufacturer. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. On the reported date of the event, (B)(6) 2019 at 02:37:21 local time, the device alarmed for a patient circuit disconnect condition for 16,067 seconds, approximately 4 hours and 46 minutes. This alarm was not acknowledged as evidenced by no alarm silence/reset keypress. This alarm continued to sound until the device was manually powered off at 07:24:00 local time. The ventilator was then powered on and off several times with the final power off occurring at 16:55:33 local time. The ventilator was not powered on again until 12:37:53 local time on (B)(6) 2019. Based on device testing and evaluation of the ventilator's downloaded event logs, the manufacturer concludes the device operated and alarmed as designed. The ventilator did not cause or contribute to the reported event.

Event description:
The manufacturer received information alleging a patient passed away while on a trilogy device. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.